Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. It was thought that the screw involved was implanted and not reported as explanted; however, a screw was received by the manufacturer. It is unknown if it is the same screw from the complained event. If so, it is unknown if the screw had ever been implanted or when it was explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device was not received for evaluation. Device was mistakenly reported as received in medwatch follow-up #1. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal humeral internal locking system (philos) drill sleeve only went half-way through the outer sleeve during a humerus fracture operation. The surgeon reportedly finished the drilling anyway. While attempting to insert a locking screw through the outer sleeve, however, the surgeon realized that the screw head interfered with the sleeve hole. The surgeon was eventually able to use force to insert the screw in question through the outer sleeve. However, when the sleeve was then inserted through the philos aiming device, the surgeon realized that the holes of the aiming device were too large. A twenty (20) minute surgical time delay was reported. No patient harm or other outcomes indicated. This report is for one (1) unknown locking screw. (B)(4).

Manufacturer narrative:
This report is for one (1) unknown locking screw. The complainant screw was not explanted. Unknown as no part or lot numbers were provided for the complainant locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.